Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2022. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.